Event description:
Related manufacturer report number: 2017865-2022-05105. During follow-up, oversensing due to a loss of capture was observed on the right ventricular (rv) lead. Abbott technical support was contacted and confirmed the event. Furthermore, noise and undersensing were observed on the right atrial (ra) lead. The patient is anticipated to attend the clinic to investigate further. No intervention has been performed at this time. The patient was in stable condition.

Event description:
Additional information received indicated the event was resolved by reprogramming the device. The patient was in stable condition and will continue to be monitored.